Event description:
It was reported that during a laparoscopic appendectomy procedure the stapler was used between the cecum and appendix. The device was closed and fired. At firing there was a funny sound heard. At first the device was difficult to open. Once the device was opened it was noticed that the device cut but did not staple leaving the cecum open. Unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition, a tr35b cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was partially fired 1/10. The cartridge lockout was found normal. In addition the cartridge deck, some drivers and wedge were found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run, this is the reason why the wedge gets damaged. When the mechanism is forced the wedge band can bypass the wedge. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.